Manufacturer narrative:
This report is being sent as part of a service record retrospective review that was self identified by haemonetics. The following parts were sent to customer biomed for repair: power supply, sl power, rohs. There was no donor involvement.

Event description:
Haemonetics was notified that a customer requested a power supply as the fan burnt on it. There was no donor involvement.